Manufacturer narrative:
This product is not marketed in the us. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -14.00/4.5/091 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault. This resolved the problem. Cause of the event is reported as unknown.